Event description:
It was reported patient experienced ineffective stimulation due to lead migration of one of the patients leads. The issue was confirmed via x-rays. Investigation was unable to determine which lead was at fault. Surgical intervention was undertaken on (B)(6) 2024 to explant and replace the migrated lead. Therapy was restored post-op.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI:(B)(4), serial:(B)(6), batch: a000152451

Manufacturer narrative:
A patient experiencing ineffective stimulation due to lead migration was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.